Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 7/8/2023 date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.